Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation was not confirmed. The evaluation did not find any issues with the device, and it passed all testing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that the defects were likely caused by damage of the image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to stress, external factors or handling, a definitive root cause of the no image could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had no image. The issue was observed during preparation for use on a therapeutic (inguinal hernia) procedure. The procedure was completed with a similar device. There were no reports of patient harm associated with this event.